Event description:
The customer called reporting they received an error 4 message when trying to test their freestyle meter. Upon receipt of the meter, it was discovered that the locked meter was unlocked and the unit of measure was selectable. There was no report of death, or injury or mistreatment.

Manufacturer narrative:
The customer's meter has been rec'd and an investigation is in process. A follow up report will be filed, when the investigation is complete.